Event description:
The report received from the affiliate indicated that during connection of a 3.5 x 13 mm cypher select + stent to an indeflator, a hub crack was noticed. There were no anomalies noted when the device was taken out of the package. The device was not resterilized. The device was pulled from the packaging by the hub, but no anomalies were noted at this time. The device was prepped following IFU instructions and no difficulty was encountered flushing the sds. There was also no difficulty encountered connecting the hub to the indeflator device, but the crack in the hub was noticed by then.

Manufacturer narrative:
Please note that this device is not distributed in the united states, but belongs to the same class of devices as the us distributed cypher sirolimus drug eluting stents. It is available for testing and eval, but has not been received as of this writing. Add'l info received will be submitted within 30 days upon receipt.